Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an outpatient consultation due to syncope which occurred one month ago. A check was performed and it was noted that the right ventricular (rv) lead pacing threshold had increased and loss of capture was noted. Muscle switching was also alleged by the patient, thus the device was reprogrammed. A perforation was suspected as a pericardial effusion was noted at the initial implant. A perforation was not observed on the cat scan done. The patient was then hospitalized with a possibility of adding a new rv lead and explanting the existing one. A revision took place and this rv lead was left insitu while a new rv lead was added. It was noted that it was not possible to retract the helix of the old rv lead. No adverse patient effects were reported.